Manufacturer narrative:
H3: product analysis found visually, there was no damage in the construction of the device observed by the unaided eye. Functionally, a syringe was used to inject 15cc of air into the cuff balloon and the cuff deflated immediately. For further analysis, a leak test was performed to determine the location of the leak and bubbles (leakage) were observed on the distal end of the cuff adjacent to the blue electrode trace. Under magnification, there was a small puncture in the distal end of the cuff. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. 167. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g04134 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op there may have been a slight crack that was not noticed when a leak was confirmed prior to anesthesia induction. The procedure was completed with back products. There was no health damage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.